Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the force bipolar instrument broke. An intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical support engineer (tse) from offsite to report the issue and said that an instrument broke and was stuck in the cannula. The tse advised the csr to try to use another instrument to remove it but the csr advised that the customer was unable to do so. The csr stated that the customer would need to make a bigger incision to remove the instrument. While on the support call, the csr got another call from the customer and had to go. The csr called back and stated that the customer was able to remove the instrument and cannula with larger incision. The csr stated that the customer installed a second force bipolar instrument and it broke as well. The customer removed the second force bipolar instrument and installed a prograsp forceps instrument to continue. The procedure completed and the patient is in recovery. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: during a da vinci-assisted inguinal hernia repair procedure, a force bipolar instrument broke. As the surgeon was reducing the hernia sack, the force bipolar instrument snapped and bent upon applying strong grip mode with the pedal. The distal tip of the instrument was ok but the proximal tip was partially bent but still on the instrument. There was no fragment fall into the patient. The customer ended up upsizing the incision port (universal surgical manipulator 2, port 2, left arm) to remove the first force bipolar instrument. The customer reported having to do so because the broken tip of the instrument would not fit through cannula or the original incision and that¿s why they made a larger port incision; to remove the cannula and the instrument together. The same thing happened again when using a backup force bipolar instrument. As the surgeon was reducing the hernia sack, a second force bipolar instrument snapped and bent upon applying strong grip mode with the pedal. The distal tip of the instrument was ok but the proximal tip was partially bent but still on the instrument. There was no fragment fall into the patient. There was also no report of an enlarged/upsized port incision for the second occurrence. The instrument was removed without incident. The procedure completed as planned robotically with use of a backup prograsp forceps instrument and no patient harm or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate nor confirm the customer reported complaint. The instrument was not found to have any physical damage. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument was installed and removed several times from the system with no issues.